Event description:
It was reported that patient has "red blotches on left arm and now around incision area". Patient also inquired as to whether device has nickel since patient is allergic to nickel. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.